Event description:
Complaint is reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary intervention (pci), the balloon would not cross the lesion. The procedure treated the severely tortuous and calcified target lesion located in the mid left anterior descending artery. The physician failed to cross the lesion with balloons of other companies several times. Then the physician attempted to advance a 1.5x15mm maverick 2 balloon to pre-dilate the lesion, but it was also unable to cross the lesion. The procedure was ended with no ballooning or implanting a stent. No patient complications were reported and the patient status is stable. However, analysis of the returned product revealed a shaft break.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the hypotube. A detailed microscopic examination of the break site found that the break appeared to have occurred as a result of a kink in the hypotube. A severe kink was also present in the hypotube at 1.3cm proximal to the break site. It is noted that the break and the kinks that were present are consistent with excessive forces having been applied to the shaft. No issues existed with the profile of the balloon and tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).